Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the right atrial (ra) lead exhibited noise. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.